Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the cco swan balloon did not deflate on its own, and required the syringe to deflate balloon which is not the recommended practice. No patient complications were reported.